Manufacturer narrative:
The reported event of high impedance was confirmed. As received, both terminal end segments identified a kink with all internal wires broken on lead body. The cause of the breakage is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Event description:
It was reported that the lead was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient was not getting adequate therapy due to high impedances on multiple contacts of the lead. Re-programming was attempted without success. As a result, surgical intervention may occur to address the issue.